Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was difficult to inflate. When the pump was squeezed the cylinders would not inflate. After a consult with the physician, the patient underwent surgical intervention to replace the ipp with a completely new device. There were no patient complications reported.

Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) would not inflate when the pump was squeezed. Following a consultation with the physician, the device was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Updated a1patient identifier, a2 date of birth, and a3 sex . The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.